Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020, with blood glucose of 274 mg/dl. The customer also mentioned blood glucose level of 400 mg/dl. Customer was using auto mode feature. Customer was in emergency room as a result of high blood glucose level. The customer was treated with injections and insulin pump. Customer does not allege that insulin pump was under delivering. The insulin pump will not be returned for analysis.